Event description:
It was reported that the pump displayed a cassette not fixed fault. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty downstream occlusion. As a result, the downstream occlusion sensor and bezel was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.